Event description:
It was reported that during a pulsed field ablation procedure, the transseptal puncture was performed successfully with the sheath and integrated dilator/needle. Another manufacturer's product was used for mapping. Ablations were performed using the catheter and the catheter was removed, and additional mappings were performed. The catheter was reinserted, and ablations were performed. The catheter was removed, and additional mappings were performed again. There was still a spot in the atrium that the physician wanted to ablate so the catheter was reinserted. Three ablations were made and then it was observed on the intracardiac echocardiography (ice) images, that an object was attached to the end of the catheter and appeared to be floating in the atrium. Negative pressure was pulled on the sheath as the catheter was removed from the heart and into the sheath. The case was completed with pulsed field ablation. Post mapping was completed, and the procedure was considered successful. On the back sterile table, the catheter was removed from the sheath. The array was in the introducer and the introducer was pulled back exposing the array. The piece of plastic was described as "thin and long not much different then hair would be and it was wrapped around the array with a portion loose to move". No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number was returned and analyzed. Visual inspection was performed. The device was received with a plastic string in a biohazard lab. The spiral array was kinked and twisted, and the guidewire lumen was kinked in the spiral array region. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide function performed as expected, and the capture device showed no unusual features. The catheter connected to a test cic without resistance, securing the connection with both latches fully engaged in the catheter connector. X-ray imaging revealed a broken electrode wire in the dual lumen area and entangled wires along the catheter shaft. Mechanical verification of steering and slide mechanisms showed the slide control function was stiff, despite attempts to soften the guidewire lumen using disinfectant to dilute potential dried blood. While the steering function remained normal with approximately 170° rotation in both directions, the stiffness in the slide control mechanism limited its range of motion. The catheter was reprogrammed prior to connection with the pulseselect generator via a test catheter interface cable (cic), and therapy deliveries were successfully executed. Tests for the integrity of electrode wire insulation and electrical continuity revealed an open loop at electrode e7. In conclusion, the loop catheter failed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.